Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for the initial surgical procedure? The initial procedure was a hartmann¿s for perforated diverticulitis and a subsequent colostomy reversal. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Colorectal fellow, she had fired the device several times prior to this. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green checkmark. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Half turn 3 times. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, complete donuts proximal and distal. Was a leak test performed? If so, what type and what was the result? Yes with a flex sig, negative leak test. Was the staple line visualized endoscopically during the initial surgical procedure? Yes was the patient discharged prior to presenting was a leak? Yes. How was the leak identified? Pt presented to the ER with abd pain and wound drainage was any further treatment required besides the drain? No. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Do you believe the post-operative leak was related to an alleged deficiency of the device given that the leak was identified 3 weeks after the procedure? If so, why? Not sure. Intact donuts and negative leak test. What is the current status of the patient? She has transferred her care to another surgeon but I believe that she is completely recovered after an ir drain placement and subsequent removal .

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the initial surgical procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device or staple form in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Was the patient discharged prior to presenting was a leak? How was the leak identified? Was any further treatment required besides the drain? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device given that the leak was identified 3 weeks after the procedure? If so, why? What is the current status of the patient?

Event description:
It was reported that three weeks post operative after a colostomy reversal the patient developed a leak. "The customer does not know if the leak is related to a device malfunction". A drain was placed in the patient to address the leak and the patient did not require any additional intervention as is now doing fine.